Event description:
The technician alleged the brake caster is not holding. No pt impact.

Manufacturer narrative:
The technician found the brake connecting rod weldment is broken. The technician replaced the brake connecting rod weldment to resolve the issue.